Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect/low voltage alarms and a no external power alarm were confirmed via the provided log file. The log file contained data spanning approximately 7 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2023, the patient¿s white power cable was observed to be disconnected from external power. This connection was re-established within approximately ~1 second. However, the relative state of charge (rsoc) within the cable remained at low values despite the voltage in the cable returning to expected values. Within the same minute, the patient¿s black power cable was observed to become disconnected, and the voltage within the white power cable dropped to a below-average value while the rsoc still remained low; these events in tandem caused a power cable disconnect and a low voltage hazard alarm to occur. The backup battery was observed to be in use approximately ~1 second later due to the voltage in the white cable being too low to charge the battery at this time. A no external power alarm was observed approximately ~3 seconds later due to the backup battery being in use for that amount of time. The black power cable was observed to have been reconnected to power within the same minute, restoring appropriate voltage values within both cables; however, the rsoc within the white power cable continued to remain low. The patient¿s black power cable was observed to have been disconnected again within the same minute, re-activating the power cable disconnect and low voltage hazard alarms. Power was restored to the system again within this same minute in both power cables, resolving the alarms, and no further atypical events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Per available information, the controller remains in-use and no further alarms have been reported. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power, power cable disconnect, and low voltage, conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files showed they had four low voltage alarms and one no external power alarm. The patient stated they did not let their batteries run low. Additional information reported that the patient switching from mobile power unit (mpu) to battery power was identified as the cause of the alarms. Evaluation of the submitted log files determined that a no external power alarm occurred despite the device being connected to an external power source.

Event description:
Additional information reported that the patient¿s wife did not properly connect the patient¿s white power cable to power during a power source exchange from the mpu to batteries. The black power cable was then disconnected, triggering the alarms. At this time, the patient¿s wife realized they had not properly secured the white power cable to power. It was also stated that this was not a device error.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect/low voltage alarms and a no external power alarm were confirmed via the provided log file. The log file contained data spanning approximately 7 days (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2023, the patient¿s white power cable was observed to be disconnected from external power. This connection was re-established within approximately 1 second; however, the relative state of charge (rsoc) within the cable remained at low values despite the voltage in the cable returning to expected values. Within the same minute, the patient¿s black power cable was observed to become disconnected, and the voltage within the white power cable dropped to a below-average value while the rsoc still remained low; these events in tandem caused a power cable disconnect and a low voltage hazard alarm to occur. The backup battery was observed to be in use approximately 1 second later due to the voltage in the white cable being too low to charge the battery at this time. A no external power alarm was observed approximately 3 seconds later due to the backup battery being in use for that amount of time. The black power cable was observed to have been reconnected to power within the same minute, restoring appropriate voltage values within both cables; however, the rsoc within the white power cable continued to remain low. The patient¿s black power cable was observed to have been disconnected again within the same minute, re-activating the power cable disconnect and low voltage hazard alarms. Power was restored to the system again within this same minute in both power cables, resolving the alarms, and no further atypical events were observed. The system controller (serial number (B)(6) was not returned for analysis. Per additional information, the patient¿s wife did not properly secure the white power cable to power during the power source exchange, causing the voltage in the white cable to drop to below-average values whenever the black cable was disconnected. It was also clarified that the alarms were not caused by a device issue. The root cause of the reported event was determined to have been user error in not properly securing the white power cable to power during a power source exchange. Review of the device history record for system controller, serial number hsc-122797, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook instructs users on how to properly perform a power source exchange. One power cable should be securely connected to a power source at all times. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power, power cable disconnect, and low voltage, conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.